Manufacturer narrative:
Additional information received 4on (B)(6) 2020 indicated that the device is not available and was discarded. Image evaluation completed on (B)(6) 2020: upon visual evaluation of the image provided in the complaint, two devices were observed; one was noted with no apparent damage or visual anomalies and the other implant was found ruptured. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5 2020, additional information received indicated that the patient underwent bilateral replacements with allergan silicone gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12 2020, mentor became aware that unintentionally missed reporting mre review in pervious supplemental: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast reconstruction primary with a mentor memorygel 200cc silicone prosthesis experienced left sided rupture post procedure. A physical examination was performed by a physician and deflation was diagnosed. MRI examination also confirmed the rupture. As a result, an explant was performed on (B)(6) 2020.